Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump uploaded properly using carelink. No cosmetic damage noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level of 434 mg/dl. Customer's other blood glucose value: 285 mg/dl, 151 mg/dl, 460 mg/dl. The customer experienced stated that the infusion set had bent cannula. The customer was treated with manual injection. The customer was treated with insulin drip and fluids during the hospitalization. The customer declined the troubleshooting for high blood glucose. The device is expected to be returned for analysis.